Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The logs showed that the rotor motion controller performed the auto homing functionality after power was not supplied through the 96 vdc. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they lubricated the collimator mechanism within the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a collimator initialization error message. The representative reported that restarting the imaging system and viewing station of the imaging system individually with the interface (umbilical) cable disconnected restored functionality to the imaging system. There was no patient present when this issue was identified. No additional information was provided.